Event description:
Implant fracture, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, radiation tx-head / neck area, mobility.